Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the deep cut on the pink rubber could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity or exposed to x-rays and/or ultraviolet rays. These could damage the endoscope or present an infection-control risk. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The ultrasound image had twenty (20) plus broken elements. The scope connector/electrical connector had heavy corrosion. The distal sheath was excessively scratched. Switch one (1) was cut. The up angulation was out of standard. The control knob had low tensions and the movement was loose/had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic upper endoscopic ultrasound (eus), the image would go in and out while using the ultrasonic gastrovideoscope. The intended procedure was completed with another ultrasonic gastrovideoscope. There was a surgical delay. The exact amount of time was not noted. No patient harm reported. During the evaluation of the device, it was noted the rubber/cover on the probe unit had a deep cut. This report is to capture the reportable malfunction of the deep cut on the cover/rubber of the probe unit noted at estimation.